Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaint reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens [iol] implant surgeries, she sees halos (yellow or white in color] around headlights as she was told to expect; however, she also sees a turquoise/blue shadow or ghosting around lighter objects and a gray color around darker objects. She stated that it is "so bad" that she sees the back of a car as a blue "ghost" car following a real car and it is as if a person wearing a white shirt looks like they are glowing with a turquoise border 1/2 the size of his arm surrounding him. She stated that objects that are closer also have a turquoise border, only smaller. She stated that she reads very well with the lenses. In a f/u, the consumer reported her surgeon informed her that she needs to give more time for her brain to adjust to the lenses. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with these events. This report is for the right eye.